Manufacturer narrative:
(B)(4). Engineering evaluation could not reproduce the system error 322, however internal evaluation of the unit found dried solution in and around connectors on the input/output printed circuit board (I/o pcb). The root cause for the system error 322 was fluid intrusion on the I/o pcb. The I/o pcb was replaced along with the lower auxiliary assembly. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump displayed an error message. Subsequent review of the history log revealed that the error message was a system error 322. Any patient involvement, injury or medical intervention is unknown.